Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), and the delivery was started. No specific programming parameters were provided. At approximately 1000, the nurse reported the device alarmed for air in line. At that time, the customer contact reported that the nurse removed air from the tubing. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.